Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was in an extended position and bent. Dried blood was noted in the helix housing near the tip region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin, and the inner coil was necked-down. This damage is indicative of helix extension/retraction difficulty. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Additionally, the inner insulation was bunched in the neck region. This issue appeared to be cosmetic in nature only, and appeared to have no effect on the lead performance. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The high threshold allegation could not be confirmed despite the inner coil fracture, because the helix difficulty (fracture) likely occurred during the revision/explant. Additionally, the dislodgment allegation could not be confirmed based on lab observations and field report were insufficient to verify dislodgement. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported post implant procedure, the threshold values increased on the right ventricle (rv) lead, and dislodgement was suspected. Two days after the initial implant, the physician tried to reposition the lead, but had difficulty extending the helix. Eventually the physician was able to get the helix extended. Upon checking the device after the lead was in position, high impedance range was observed. Therefore the lead was replaced for a new one. Readings were normal with the new rv lead, and the threshold range was stable. No further complications occurred.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated when analysis is completed.

Event description:
It was reported post implant, the threshold increased on the right ventricle (rv) lead, and dislodgement was suspected. On (B)(6) 2019, two days after the initial implant, the physician tried to reposition the lead, and had difficulty extending the helix, but was eventually able to get it extended. Upon checking the device after the lead was in position, high impedance range was observed. Therefore the lead was replaced for a new one. Readings were normal with the new rv lead, and the threshold range was stable. No further complications occurred. The device is expected to be returned for analysis.